Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a loss of power while connected to the mobile power unit mpu) was confirmed via the submitted log files. Data from the reported event date of 26aug2024 in the submitted controller event log file was reviewed. On 26aug2024 at 09:56:49, 09:57:10, and 09:57:33, the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead voltages diminishing to ~1v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during these events. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were not reviewed due to the serial number of the mpu being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured a loss of power to the mobile power unit (mobile power unit) on 26aug2024. The system continued to operate at the set speed and was supported by the system controller¿s backup battery (ebb) until external power was restored or the backup battery was depleted and the system stopped. There were no other unusual events recorded in the log file event history. The equipment was operating as intended.